Manufacturer narrative:
Due to character limitation in e1 for the full initial reporter: kathleen reynolds the device has been returned to the manufacturer we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the wire was in position in the patient and the 8 fr. Sensation plus 50cc intra aortic balloon (iab) catheter would not advance over the wire. Another catheter was opened and inserted over same wire without issue. There was a 10 minute delay to open and insert the new iab catheter. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, conclusion), h11. Corrected field: d7. The product was returned with the membrane loosely folded, and blood was observed on iab and traces inside of the inner lumen. One kink was found on the inner lumen approximately 24.9cm from the iab tip. A fiber optic break was found inside the membrane 26.4cm from the iab tip. The original guidewire was not returned for evaluation. A laboratory guidewire insertion test was able to be performed, and the insertion was successful, and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are able to confirm the reported failure. The kink observed on the inner lumen may have contributed to the difficult of inserting the iab into the guidewire. However, we are unable to determine when this issue have taken place. An analyzed failure of fiber optic break was also found. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that during use the sensation plus 50cc intra-aortic balloon (iab) wire was in position in the patient and the 8 fr. Sensation plus 50cc intra aortic balloon (iab) catheter would not advance over the wire. Another catheter was opened and inserted over same wire without issue. There was a 10 minute delay to open and insert the new iab catheter. There was no patient injury reported.